Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low and high blood glucose value. Customer¿s blood glucose value at time of incident was 52 mg/dl and 280mg/dl and current blood glucose value was 158 mg/dl. Customer also had blood glucose values of 236mg/dl, 84mg/dl, 203mg/dl, 280mg/dl, 91mg/dl, 164mg/dl, 216mg/dl, 281mg/dl, 432mg/dl, 413mg/dl, 411mg/dl, 329mg/dl, 235mg/dl, 204mg/dl, 189mg/dl, 101mg/dl and 185mg/dl. Customer treated using pump and declined to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.